Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. During technical on site visit the field service engineer (fse) confirmed as follows: replaced eye tracker camera (cet) mounting bracket due to bss (balanced salt solution) on mirror. Cleaned eye tracker camera (cet). Completed refocus of cet, and alignment. Completed system verification's. System is operating within specifications. During the preventative maintenance, it was noted the eye tracker had heavy amounts of balanced salt solution on the eye tracker mirror and camera wall. The eye tracker was able to be cleaned. The root cause could be determined conclusively as user handling by not avoiding bss contact to the device, specifically the eye tracker. No UDI required due to this device was out of production prior to the (B)(4) 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported during a preventative visit that they were having difficulty with the eye tracker during treatment. Additional information requested.